Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited 2 non-sustained episodes of noise on the right ventricular (rv) channel, that lasted approximately 1 to 1.5 seconds, and was oversensed. It was noted that the patient was not pacemaker dependant, thus their intrinsic rhythm continued to come through. The rv impedance had decreased slightly to 500 ohms, and the shock impedance was stable. The noise was unable to be reproduced with isometrics, pocket manipulation or valsalva. Technical services (ts) discussed the potential for myopotential or diaphragmatic oversensing, and the option of continued monitoring. Additional information was provided that rv impedances had increased to greater than 2000 ohms, and the pacing thresholds were variable. The patient noted they would follow-up with their physician in another state. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Additional information was provided that the lead was later extracted due to noise, varying thresholds and intermittent out of range impedances of greater than 2000 ohms. It was questioned whether the device should be replaced, as neither the noise nor the high impedances could be reproduced. Technical services (ts) discussed a possible connection issue versus a device issue, and that it was physician discretion to replace the device.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal and proximal hv terminal pins. The clear medical adhesive (ma) was separated from the gore covering at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The distal end of the proximal spring electrode was separated from the lead body insulation; ma was noted. Bodily fluid was noted in the helix housing and the helix was retracted. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.